Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, channel a of the device was programmed to deliver normal saline, at a rate of 50 ml/hr and the delivery was started. At an unspecified time, the delivery on channel a was stopped and channel b of the device was programmed for basic delivery of cetuximab 2 mg/ml, at a rate of 239 ml/hr, with a vtbi (volume to be infused) of 189 ml, for a duration of 1hr, and delivery was started. The container size was 219.5 ml. After approx 40 minutes, the device alarmed for "end of infusion"; however, the nurse reported the container was full. At that time, the nurse reprogrammed the device to deliver the volume remaining in the container and the delivery was started. No specific programming parameters were provided. It was reported that after the delivery was started, the nurse reported the device alarmed for air in line. It was reported that the air was removed from the tubing set and the delivery was completed. The device was removed from clinical service after the therapy was completed. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.63 ml on channel a and a measured volume of 19.15 ml on channel b from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of device history indicates on (B)(6) 2012 at 1126, channel b of the device was programmed using the drug library, to deliver cetuximab 2 mg/ml, with a vtbi of 189 ml, a calculated duration of 48 mins, kvo (keep vein open) rate of 20 ml/hr and the delivery was started. At 1214, an end of infusion alarm occurred, kvo delivery occurred, a 189 ml volume infused is indicated. At 1217, channel b of the device was programmed for a titrated rate of 239 ml/hr, with a 200 ml vtbi, and the delivery was started. Between 1218 and 1219, an air in line occurred, cleared, the cassette ejected, reloaded, a check flowstop alarm occurred, cleared and the delivery was stopped and started 2 times. At 1259, an air in line alarm occurred, silenced, cleared, standby mode entered, a 162.207 ml volume delivered is indicated. A review of the history indicated the device delivery as programmed. This report represents all the info known by the reporter upon query by hospira personnel.